Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the deep brain stimulation (dbs) battery was dead and not providing therapy and that they had no alarm or warning the implant was dying. The caller also reported that since the stim stopped, the patient had slurred speech and her mobility was affected.